Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during the first thirty minutes of the intra-aortic balloon(iab) therapy everything was working normal. After about 30 minutes the fiber optics failed and the console was changed to another console to check if it was the console that was the problem, but the fiber optics did not start on the second console either. The treatment continued using external blood pressure signal and when the patients treatment was done the balloon was removed. The console was then checked and the customer could see some fault codes were logged due to the defective balloon catheter. There was no reported injury to the patient.

Event description:
It was reported during the first thirty minutes of the intra-aortic balloon(iab) therapy everything was working normal. After about 30 minutes the fiber optics failed and the console was changed to another console to check if it was the console that was the problem, but the fiber optics did not start on the second console either. The treatment continued using external blood pressure signal and when the patients treatment was done the balloon was removed. The console was then checked and the customer could see some fault codes were logged due to the defective balloon catheter. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).